Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed loss of movement in his right hand and right leg after implant procedure. The patient was found to have a left middle cerebral artery dominant posterior m2 branch occlusion (embolic stroke) and underwent mechanical thrombectomy. The patient was being monitored for hemorrhagic conversion via head computed tomography (CT) scans and electroencephalogram (eeg). It was reported that the patient remained ventilated to protect airway.